Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: femoral component item # 00575001702 lot # 60540321, tibial component item # 00598005701 lot # 61748215, head screw item # 00579104100 lot # 61769762, patella item # 00597206538 lot # 61554056. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05047.

Event description:
It was reported that the patient had a right total knee arthroplasty; subsequently after the procedure the patient¿s right femur was dislocating and fracture. No additional patient consequences were reported. Attempts have been made and no further information has been provided.